Event description:
Information received from the field notes that the patient was seen as a result of not feeling well several weeks after pacemaker pocket revision. The device showed a rest rate programming from 55 ppm to off. An evoked response sensi- tivity test failed due to a high polarization signal on the lead. Due to this failed test, the device automatically programmed the autocapture off and normal function ensued.